Manufacturer narrative:
H10: h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated issue. A review of risk management files found that the reported failure was documented appropriately. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of the suture material found that the storage specifications are documented and a material certificate is required with each lot. A relationship, if any, between the subject device and the reported event could not be determined. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during anterior cruciate ligament surgery, internal to the patient, the sutures of the fast-fix 360 broke while tightening. The procedure was completed using a back-up device. Time surgery delayed is unknown. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.